Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02239. It was reported the pt is no longer receiving effective stimulation from his scs system. Reprogramming did not resolve the issue. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.